Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a total knee arthroplasty was performed, the patient experienced pain. This adverse event was treated with a revision surgery on (B)(6) 2022, in which a journey articular insert bcs standard 5-6 left 9mm was explanted and the patella was resurfaced. Patient's current health status is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision/exchange and patella resurfacing was performed due to pain. It was reported that "no x-ray or pt notes" are available. Without the requested clinical information, the root cause of the reported insert revision cannot be definitively concluded; however, the patella resurfacing is not indicative of any component mal-performance, as it is typically associated with disease progression. The patient impact beyond the reported pain, revision and patella resurfacing cannot be determined. No further medical assessment is warranted at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future has been identified as a warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was previously identified and addressed through a health hazard evaluation due to a higher risk of revision surgery. Field safety corrective actions, account audits and clearer communication were actions that were recommended as part of the health hazar evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).